Event description:
It was reported that the device was explanted approx after an implant duration of 31 mos, due to unk reasons. Pt also had another device explanted. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model # 2700, was explanted. Refer to MFR report# 6000002-2008-09378.

Manufacturer narrative:
Device not returned.